Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination identified distal stent damage. One strut on the 3rd row from the distal edge was raised. No kinks along the length of the hypotube were identified. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is user / use error. Based on analysis of the returned device, and the clinical complexity encountered during the procedure i.e. The lesion was severely calcified and this is contraindicated in the dfu. (B)(4).

Event description:
Reportable based on analysis completed on 18-nov-2011. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The 3.5 x 35mm 85% stenosed de novo target lesion located in the moderately tortuous and severely calcified mid left anterior descending artery was approached from the radial artery. The lesion was predilated with a 2.5 x 15mm non bsc balloon. The 3.5 x 38mm taxus liberte mr stent delivery system was advanced but was unable to cross the lesion due to the severe calcification. The procedure was completed with two shorter stents. No patient complications were reported and the patient's status is fine. However, device analysis revealed stent damage.